Event description:
The pt reported that after wearing the pod she noticed her skin was itchy, sensitive, there were bumps, redness and it was in the size of the adhesive pad. She went to see her healthcare provider who prescribed her cortisone to help with her skin irritation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's skin irritation. No qualification and sterilization records were reviewed because no product lot number was reported.